Event description:
The customer reported the generation of erratic patient results for multiple analytes including, total bilirubin (tbil) and triglyceride (tg), creatinine (cr-s), alkaline phosphatase (alp), and blood urea nitrogen (bun), on their unicel dxc 600 pro clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated with event. The customer did not provide patient demographics. The customer verbally provided data for three (3) patient samples.

Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the dxc 600 chemistry analyzer and identified the failure mode as a defective vacuum probe. The fse replaced the vacuum probe to resolve the issue. Section a2, a4 and a5: information not provided by customer. The beckman coulter internal identifier is (B)(6).